Event description:
A report was received that a pt's precision system had been explanted. The pt experienced lead protrusion at the ipg site. The physician decided to explant the system out of concern for infection. The dr confirmed that there was no infection present.

Manufacturer narrative:
The devices involved in the event will not be evaluated, because they were discarded by the medical facility.